Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT A PATIENT WITH A SPINAL CORD STIMULATION (SCS) SYSTEM WAS FOUND TO HAVE A LEAD EXPOSED NEAR THE PUNCTURE SITE DURING AN OUTPATIENT VISIT. THE PATIENT EXPERIENCED ITCHING, AND THE PHYSICIAN EXPLAINED THAT THERE WAS A HIGH RISK OF INFECTION. THE PATIENT WAS ADMITTED TO THE HOSPITAL ON THE SAME DAY, AND THE ENTIRE SCS SYSTEM WAS EXPLANTED. NO SIGNS OR SYMPTOMS OF INFECTION WERE REPORTED. NO ISSUES WERE OBSERVED WITH THE IMPLANTABLE PULSE GENERATOR (IPG) OR AT THE IPG IMPLANT SITE. THE DEVICES WERE DISCARDED BY THE FACILITY. NO ADDITIONAL ADVERSE EFFECTS WERE REPORTED.

Event description:
It was reported that a patient with a spinal cord stimulation (SCS) system was found to have a lead exposed near the puncture site during an outpatient visit. The patient experienced itching, and the physician explained that there was a high risk of infection. The patient was admitted to the hospital on the same day, and the entire SCS system was explanted. No signs or symptoms of infection were reported. No issues were observed with the implantable pulse generator (IPG) or at the IPG implant site. The devices were discarded by the facility. No additional adverse effects were reported.Additional information indicated that the patient was subsequently discharged and reported to be stable.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.